Event description:
It was reported that during a device change, the physician could not tighten the rv set screw to the new device. The device was replaced. The patient had no adverse events.

Manufacturer narrative:
The reported set screw anomaly was not confirmed in the laboratory. The device was tested on the bench and test leads were inserted and secured successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.